Event description:
The reporter stated there was a "flaw" in a cc4204bf collamer single piece lens and it was unknown if there was any patient contact. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Results - visual inspection of the returned product found the lens stuck in the lens vial, was unable to determine if there was any damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.